Manufacturer narrative:
Pt data not currently available. A f/u report will be submitted when the investigation is complete.

Event description:
The customer reported an issue with the pole mount support system and the f5 monitor falling to the ground. There was no pt connected to the device at the time.